Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. As a 8 x 3.50mm rebel bare metal stent (bms) was advanced into a catheter, and while still outside the body, the stent came off the balloon. The procedure was completed with a different device. There were no patient complications.